Manufacturer narrative:
This report is submitted on march 02, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla unknown). Surgery to reposition the magnet was completed (date not reported). The implanted device remains.